Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during setup the pump experienced primary audible alarm post¿ was confirmed in the alarm history. The probable cause was the main board and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during setup the pump experienced primary audible alarm post¿; during device evaluation the complaint was confirmed in the alarm history. There was no patient involvement or harm.